Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital on 06/20/2016 for an elevated blood glucose (bg) level of 514 (mg/dl), vomiting, and shortness of breath. At the time of the call, customer was being treated with a saline drip and would be admitted to the hospital. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.